Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mine coming out fri.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast enlargement ("boobs growing"), breast tenderness ("boobs tender"), abdominal tenderness ("belly tender"), abdominal distension ("belly growing"), insomnia ("unable to sleep"), night sweats ("night sweats"), headache ("headaches"), abdominal pain upper ("stomach pain") and colitis ulcerative ("ulcerative colitis"). The patient was treated with surgery (to remove coil). Essure was removed. At the time of the report, the medical device removal, breast enlargement, breast tenderness, abdominal tenderness, abdominal distension, insomnia, night sweats, headache, abdominal pain upper and colitis ulcerative outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, abdominal tenderness, breast enlargement, breast tenderness, colitis ulcerative, headache, insomnia, medical device removal and night sweats to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: breast enlargement, breast tenderness, abdominal tenderness and abdominal distension. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: night sweats, unable to sleep, headaches, stomach pains, ulcerative colitis were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mine coming out fri.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "they did that and ablation at same time". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast enlargement ("boobs growing"), breast tenderness ("boobs tender"), abdominal tenderness ("belly tender"), abdominal distension ("belly growing"), insomnia ("unable to sleep"), night sweats ("night sweats"), headache ("headaches"), abdominal pain upper ("stomach pain") and colitis ulcerative ("ulcerative colitis"). The patient was treated with surgery (to remove coil). Essure was removed. At the time of the report, the medical device removal, breast enlargement, breast tenderness, abdominal tenderness, abdominal distension, insomnia, night sweats, headache, abdominal pain upper and colitis ulcerative outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, abdominal tenderness, breast enlargement, breast tenderness, colitis ulcerative, headache, insomnia, medical device removal and night sweats to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: breast enlargement, breast tenderness, abdominal tenderness and abdominal distension, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added. Event : they did that and ablation at same time added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mine coming out fri.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast enlargement ("boobs growing"), breast tenderness ("boobs tender"), abdominal tenderness ("belly tender") and abdominal distension ("belly growing"). The patient was treated with surgery (to remove coil). At the time of the report, the medical device removal, breast enlargement, breast tenderness, abdominal tenderness and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal tenderness, breast enlargement, breast tenderness and medical device removal to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following one/ ones were reported via social media: breast enlargement, breast tenderness, abdominal tenderness and abdominal distension. Most recent follow-up information incorporated above includes: on 30-jan-2020: social media received. Event: mine coming out fri. Was added. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.